Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect app ver 3.4.0 installed on iphone se 2, ios 18,5 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that based on the logs from june 20, 2025, the alert volume was set to 45%. The customer received an alert on june 25, 2025, with the volume at 45%, and it was annunciated according to the alert annunciation scheme, which ranges from 45% to 80%. This indicates that the application behaved as expected. Additionally, we observed that the volume level was changed to 100% on june 26, after the issue had occurred. It is most likely that the issue resulted from a misunderstanding on the customer¿s part. Recommendation: please check the alert volume level while using the mobile application. Issue not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported app is not alarming with a ringtone when there are alarms in the app. The customer reported no adverse event. The event involved product(s) css7200. Troubleshooting was performed and was unresolved. No harm requiring medical intervention was reported. No product return is required for css7200.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect app ver 3.4.0 installed on iphone se 2, ios 18,5 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that based on the logs from on (B)(6) 2025, the alert volume was set to 45%. The customer received an alert on (B)(6) 2025, with the volume at 45%, and it was annunciated according to the alert annunciation scheme, which ranges from 45% to 80%. This indicates that the application behaved as expected. Additionally, we observed that the volume level was changed to 100% on (B)(6) after the issue had occurred. It is most likely that the issue resulted from a misunderstanding on the customer ¿s part. Recommendation: please check the alert volume level while using the mobile application. Issue not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.